Event description:
Diagnostics performed on the day of surgery, (B)(6)2012, showed that the device was not at end of service. The generator was replaced for prophylactic reasons. It was reported by the company representative that the device would be returned to the company after going through pathology; however, the product has not yet been received.

Manufacturer narrative:
Event date, corrected data: previously submitted MDR indicated an incorrect event date. This report is being submitted to correct this field.

Event description:
The patient's explanted generator was returned on (B)(6) 2013 and is pending product analysis.

Event description:
On (B)(6) 2012 the physician reported that the patient was referred for a generator replacement. Clinic notes dated (B)(6) 2012 were later received which state that the patient had a clinically significant increase in seizures over the past two months. It was stated that the patient had the vns for some time and on initial implantation the device had made a significant impact upon the patient's seizure frequency. Per the notes, the patient reported that the device had not been interrogated for several years and there was concern if it was operating properly. The device was interrogated and diagnostics found that it was not at end of service. Per the notes, the physician stated it was likely the battery was depleted despite the diagnostics due to the number of hours the device was on, the total operating hours, and the implant date. It was further stated that the patient was referred for battery replacement prophylactically as he was experiencing a clinically significant increase in seizures over the last two months. No additional information was provided. Per hospital policy, no information will be released.

Manufacturer narrative:
.

Event description:
Product analysis was performed on the explanted generator to test for proper functionality of the pulse generator in its ability to provide appropriate programmed output currents. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications as defined in final electrical test. During the product analysis there were no anomalies found with the pulse generator. No additional information has been provided.